Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely low eco2 result was obtained on a patient sample on a dimension exl with lm instrument. Siemens determined that the quality controls (qcs) were within specifications on the day of the event. As per siemens instructions, the customer reseated and realigned the sampler. Additionally, siemens discussed sample handling and eco2 reagent preparation with the customer. The cause of the discordant, falsely low eco2 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was flagged with "low panic" and was not reported to the physician(s). The sample was repeated on an alternate dimension exl instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low eco2 result.